Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and was not capturing. The lead was removed and appeared to be stretched. A new lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.